Manufacturer narrative:
The customer called technical support to request onsite service as a 1104 "backup alarm failed" alarm error occurred. The customer ultimately declined service and repair, so a philips service engineer was not able to service the device. It is therefore unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
Philips received a complaint by the customer on the v60 indicating that a 1104 "backup alarm failed" alarm error occurred. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to request onsite service as a 1104 "backup alarm failed" alarm error occurred. Device evaluation and repair are pending, and this investigation is ongoing.